Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed lidocaine patches. No further course of action.